Manufacturer narrative:
Ipg serial number was included in a field advisory. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported, that the patient has not charged or used their ipg in at least 1 year which caused the patient¿s ipg to become inoperable. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient¿s ipg was explanted and replaced. Therapy has been restored post-op.